Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail ii jr4. Return of the trek catheter may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with the calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmospheres, which is below the rated burst pressure (rbp) and as the balloon had ruptured, it would be unable to refold properly; therefore, contributing to resistance during retraction. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. A conclusive cause could not be determined. There is no indication of a product quality deficiency.

Event description:
It was reported that during pre-dilatation in the moderately calcified/tortuous distal left anterior descending artery, the 2.5x15 rx trek balloon ruptured during the first inflation at 6 atmospheres. During removal of the catheter from the anatomy, some resistance was felt. A non-abbott stent was successfully deployed at the target lesion and the procedure was completed. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.